Event description:
Pdc received a call on (B)(6) 2011 to report medical intervention that occurred on (B)(6) 2011 around 3:30am. Caller, pt's daughter, reported that she had to call the medics because the pt had slurred speech, blurred vision and fainted. Emt arrived within 15 minutes. Upon arrival, they tested with both their meter and the prodigy meter. The prodigy meter read 97mg/dl and the emt's read 57mg/dl. Pt was administered a flucose IV and transported to the hospital. Pt was at the hospital for approximately 4 hours. Pt's glucose reading at arrival and discharge was unknown by caller. Prodigy sent replacements along with a prepaid envelope for return of suspect products.

Manufacturer narrative:
Pt did not return suspect product(s), thus evaluation could not be performed. Control solution test performed over the phone with patient fell within the appropriate range.